Event description:
Ous MDR - after an implantation time of about 29 months, oversensing was reported via home monitoring. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was mol1, 48 charge processes had been documented. The memory content of the ICD was checked; interference in the ventricular channel and in the ff channel was visible in one of the available iegms. The signal sensing of the ICD was then tested and proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. In summary, the ICD was ok during the analysis. The analysis did not show any deviations from the specification that could be related to the clinical observation. There were no indications of material defects or manufacturing errors for either the lead or the ICD.